Manufacturer narrative:
(B)(4). Upon further investigation, it was reported the cause of the peritonitis was unknown (previously not reported). The patient started treatment on an unknown date with intraperitoneal vancomycin one gram once daily (duration not reported) and intravenous fortum one gram once daily (duration not reported). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis manifested by abdominal pain and severe vomiting coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. On the same day as onset, the patient was hospitalized for two weeks for the peritonitis. It was reported that the patient did not receive remedial treatment for the event. On an unreported date, the patient recovered from the peritonitis with unspecified sequelae. On an unreported date, the patient was retrained in proper aseptic technique for performing pd therapy. The action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was born in 1966. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.